Event description:
This unsolicited device case from (B)(6) was received on (B)(6) 2014 from a physician (orthopedist). This case concerns an (B)(6) year old female patient who developed arthritis while receiving treatment with synvisc. No past drugs, medical history, concomitant medication or concurrent condition was reported. On (B)(6) 2014, the patient received treatment with intra-articular synvisc injection at the dose of 2 ml (frequency, batch/lot number and expiration date: not provided) into an unspecified location for gonarthrosis. On (B)(6) 2014, the first course (three doses) of synvisc was ended. On (B)(6) 2014, the patient received first dose of the second course of synvisc. On (B)(6) 2014, before the second dose of the second course of synvisc, white turbidity of joint fluid was noted and 10 ml of the joint fluid was removed. It was reported that steroid was used for the event. On (B)(6) 2014, on the last dose, synvisc was discontinued. On (B)(6) 2014, the event was resolving. Action taken: permanently discontinued. Seriousness criteria: required intervention. A pharmaceutical tech complaint (ptc) was initiated with global ptc number: (B)(4). Arthritis (arthritis). Reporting orthopedist's casuality assessment: probable.